Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that trial patient back is sore and they had a lot of pads where the pain is located. Trial patient also reported that the pad on their back is itchy and they have been using cream to subside the issue. Trial patient has reached out to the manufacturer representative. Trial patient was also referred back to their healthcare professional (hcp). Additional information was received. The patient had the leads removed as she had developed an allergy to them. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.